Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 66 mg/dl. Customer is treating with food. During troubleshooting, displacement test failed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.